Event description:
The customer reported that following a diagnostic catheterization procedure in 2001 a vasoseal vhd kit size 7 was deployed. When the sheath and plunger/cartridge assembly were removed, it was noted that the plunger had gone through the sheath. No patient injury was reported and hemostasis was achieved.